Event description:
It was reported that a malfunction occurred on the pump. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur. The customer was advised to call back if the issue reappeared and was able to continue using the pump.